Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date not provided/unknown. Device brand name unknown. Device product code unknown.

Event description:
It was reported that an unknown zimmer implant lost integration and relocated into the sinus. Additional procedure required to remove the implant from the sinus.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative. The following section has been corrected: the device was not returned. Corrected the reason code.

Event description:
No further event information available at the time of this report.